Manufacturer narrative:
A size 4 m/l taper rasp was returned for evaluation. As returned, approximately 1/2 inch has fractured from the distal end. Material hardness is conforming to print specifications. The device exhibits wear & tear that indicates repeated use during a potential field age of approximately 7 years 3 months. The returned product did not affect the outcome of the previous investigation; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; dimensional evaluations could not be performed. Photos of the returned product confirms that a portion of the distal end of the device is fractured off. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon performed a total hip replacement. After viewing post operative x-rays, a small piece of metal debris was noticed in the femoral canal. Zimmer biomet representative inspected instruments finding the size 4 ml taper rasp was fractured at the distal end. The distal portion remains in the patient. It was reported that no further information is available.